Event description:
It was reported that approximately 4 months post-implant of a bifurcated device, an infrarenal, a suprarenal and a limb extensions, the suprarenal extension dropped. Reportedly, a computed tomography revealed the suprarenal aortic extension moved down into the bifurcated device. The physician treated the patient placing a suprarenal aortic extension and a balloon expandable stent between the devices, with good result. Additionally, a limb extension was placed in the right iliac artery, to support the angle of the existing main body limb. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Limited medical records and two still images were provided and reviewed by a clinical representative with the following conclusion: the material substantiated the reported event. There might have been an off-label use of the aortic extensions due to the presence of a flared, aneurysmal aortic neck, which might have contributed to the reported event. There is no indication that the devices were a factor in this event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.